Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a urinary tract infection in (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient. It was reported the healthcare provider (hcp) was notified on "(B)(6)", they had an appointment on "(B)(6)" and another appointment with a manufacturer representative (rep) on "(B)(6)." The steps taken to resolve the issues included 8 weeks in the rehab hospital. When asked if the issues were resolved the patient noted they were still in the process with home healthcare, and were doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.